Event description:
The customer reported that the insulin pump was stuck in rewind loop. The customer's blood glucose was 120 mg/dl. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, prime, excessive no delivery alarm and displacement tests. No rewind anomaly or prime anomaly was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)